Manufacturer narrative:
The complaint is confirmed based on the customer provided photos, which display the broken inserter tip. However, without return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/16/2022, it was reported by a sales representative via email that an ar-3636 1.8 knotless fibertak soft anchor broke inside the patient. This was discovered while taking a final x-ray scan during a labral reconstruction procedure on (B)(6) 2022. Before closing up, surgeon took an x-ray scan that showed a black trace. After looking at all the inserters, it was noticed that one ar-3636 knotless fibertak inserter had a broken tip. Surgeon was able to locate the tip and retrieve it from inside the patient.